Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the electrode belt current test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the red (-5v) wire was defective. The cause of the test failure is low current. The cause of the low current is the defective red wire. The root cause for the defective red wire cannot be positively identified. No adverse event resulted from the defective wire. The last pt to use this belt did not report any deficiencies.